Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Investigation summary: with all the available information, boston scientific concludes that the reported dilator difficult to remove ancillary device was confirmed, the dilator was returned with a starter guidewire stuck within the lumen. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the dilator was returned with a starter guidewire stuck within the lumen. No visible tip damage and the guidewire could not be removed prior to decontamination. The dilator-guidewire set was kept in the biohazardous bag and taken to the x-ray machine. Multiple regions along the length of the dilator were found with unraveled guidewire coil from its core mandrel. The dilator was later sectioned into 3 segments using a dremel to remove the guidewire for decontamination. Dilator flushed properly after removal of guidewire for decontamination. After decontamination, a pin gauge was inserted into the tip of the dilator indicating that the dilator passed the ID measurement.the dilator was sectioned and the portion of dilator with guidewire stuck was encased in epoxy and grinded. No guidewire bunching was visible. The vhx images revealed a mass where the guidewire terminates, most likely due to a blood clot and/or tissue buildup on the guidewire. This likely caused the guidewire to become stuck, along with evidence of residual tissue found on the guidewire after it was successfully removed from the dilator. Tip of the dilator was removed and the exposed ro coil showed no interference at the distal end, however within the lumen, potential exposed ro coil was visible, although unlikely the cause of the stuck guidewire due to no evidence of coil bunching as seen from investigations into similar guidewire stuck issues; likely not causing the stuck guidewire. Borescope was used to inspect the lumen and there was no ro coil visibly exposed within the lumen. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect access solution device confirmed that the event of difficult to remove ancillary device is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable. Investigation conclusion: the reported event was confirmed the reported event, however based on the information provided and testing on the returned product, it is not possible to determine the root cause of the complaint with certainty. Evidence of residual tissue found on the guidewire after it was successfully removed from the dilator along with a mass where the guidewire terminates suggests that a blood clot and/or tissue buildup on the guidewire contributed to the device being stuck within the dilator.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulsed field ablation procedure. The versacross dilator was inserted along the starter wire to the superior vena cava (svc); however, when attempting to replace the starter wire with a versacross rf wire, the starter wire could not be removed nor replaced. An attempt was made to remove the starter wire from outside the body along with the dilator, but it could not be removed, and the wire was found to be damaged. The procedure was successfully completed using a different device of the same model. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulsed field ablation procedure. The versacross dilator was inserted along the starter wire to the superior vena cava (svc); however, when attempting to replace the starter wire with a versacross rf wire, the starter wire could not be removed nor replaced. An attempt was made to remove the starter wire from outside the body along with the dilator, but it could not be removed, and the wire was found to be damaged. The procedure was successfully completed using a different device of the same model. No patient complications were reported. The device is expected to be returned for analysis.